Event description:
It was reported that three months prior to the date of this report, the patient fell and the leads shifted. The device was currently stimulating her legs to her feet. It was noted the patient never felt stimulation in the bicycle seat area. Different programs were tried, but the stimulation was still in the wrong area. The patient was scheduled to have a revision on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient did have the revision in (B)(6) 2012. However, since that time the patient has had trouble emptying their bladder. It was also stated the patient could not empty their bladder before the revision. It was noted the patient was on a diuretic for water and was receiving 'lavage shots' to empty their bladder. Other medication was also uses to 'calm' the bladder. About four days previous to the date of this report, the patient had a 'procedure' that yielded 350 cubic centimeters (ccs). Another 'procedure' that occurred the day previous yielded 300 ccs. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3093-28, lot # v198619, implanted: (B)(6) 2009, product type lead. Product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer.